Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer confirmed that the customer was unable to recover the drawer and ran the hardware test application (hta), which showed that all pockets in row b were visible but unable to eject. The machine was shut down, and the pockets were force ejected. Upon inspection, the fse found that row board b at position 2 had foil debris causing a short circuit. The machine was shut down again, the debris was removed, and all pockets in the drawer were cleaned. After powering the machine back on, the drawer was tested and found to be functioning properly. The customer was able to recover the failed storage space, and the device was left fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system half height cubie drawer was failed. However, there were no delay or adverse events or injuries reported based on this event.